Event description:
The customer reported that the autopulse li-ion battery (sn unknown) is stuck and cannot be removed from the autopulse platform (sn (B)(6). No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that the autopulse li-ion battery (sn (B)(6)) is stuck and cannot be removed from the autopulse platform (sn (B)(6)). No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Additional information in b5 (describe event or problem), d4 (serial #) and h4 (device manufacture date). The customer's complaint that the autopulse li-ion battery (sn (B)(6)) is stuck and cannot be removed from the autopulse platform (sn (B)(6)) was confirmed during the visual inspection. During a visual inspection, it was noted that the battery was stuck in the autopulse platform due to a broken finger latch on the battery. The probable root cause of the broken finger latch was user mishandling. The functional testing of the returned battery could not be performed due to a broken latch.